Event description:
(B)(6) implant surgeon of the hospital reported to our sales rep (B)(6) that a pt came in with pain. He took some x-rays and observed that the polyaxial screw head was loosen from the thread approx 2 weeks after implantation during physiotherapy. During the revision surgery, the old screw was removed and a new one (B)(4) was implanted.

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result, and conclusion codes will be available following an engineering evaluation.